Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl and the sensor glucose was 40mg/dl at the time of the incident. The customer reported that they had been having some issues with two sensors from the same box that had drastically different sensor glucose and blood glucose giving false lows. Insulin delivery was suspended due to sensor glucose values of 40mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The customer declined to troubleshoot for high and low blood glucose. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test (B)(4) . Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Second sensor performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.